Event description:
As reported by the reporter to us on 2/23/2011. "(B)(6), admitted on (B)(6) 2011. On (B)(6) 2011 - respiratory viral panel (molecular test) on nasal wash sent to viracor - results are negative. On (B)(6) 2011 - respiratory viral panel (molecular test) on nasal wash sent to viracor - results are negative. On (B)(6) 2011 - rapid rsv assay positive at in-house lab. On (B)(6) 2011 - patient died due to multiple complications". Filed report w/FDA on march 4, 2011 on the 'voluntary' reporting form and received attached confirmation.